Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse repaired an aspiration probe 4 leak, sample syringe movement and aligned the sample probe cuvette position. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not (B)(6)." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
False (B)(6) advia centaur xp hcv results were obtained on a patient sample. The patient sample was tested on the other instrument and the repeat result was (B)(6). Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the (B)(6) advia centaur xp hcv results.